Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4), method: the subject mr290 vented autofeed humidificcation chamber was returned to f&p healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned mr290 vented autofeed humidification chamber identified a dent on the side of the chamber base. Further leak testing confirmed a significant leak in the location of the dent in the chamber base. Conclusion: we are unable to determine the cause of the dent. However, our investigation indicates that the most likely cause is impact damage, for example from dropping the device or transport damage. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to humidification chamber. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to (B)(4). Section h4: device manufacture date added. Method: the subject mr290 vented autofeed humidificcation chamber was returned to f&p healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned mr290 vented autofeed humidification chamber identified a dent on the side of the chamber base. Further leak testing confirmed a significant leak in the location of the dent in the chamber base. Conclusion: we are unable to determine the cause of the dent. However, our investigation indicates that the most likely cause is impact damage, for example from dropping the device or transport damage. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."